Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five inappropriate shocks for a narrow complex tachycardia and recorded untreated episodes with noisy signals oversensing. Technical services (ts) recommended an electrophysiology (ep) or pharmacological therapy assessment in view of this fast narrow complex tachyarrhythmia. This s-ICD remains in service. No adverse patient effects were reported.